Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient had a full revision due to high lead impedance. The explanted products were sent back for product analysis. Generator product analysis was completed. The pulse generator ¿as received¿ prior to decontamination would not interrogate. Therefore, the ram and flash data could not be downloaded from the pulse generator. Based on the comprehensive automated pcba electrical evaluation results, the contamination that was observed on the trimmed edge of the pulse generator pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pulse generator pcba, which contributed to the supply current conditions. Remaining residual material on the pulse generator pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation and may have been the contributing factor for the reported allegations of eos battery depletion. A visual assessment on the pulse generator pcba, performed at the pa test bench, showed contaminates on the trimmed edge of the pulse generator pcba (tab removed) due to the manufacturing process. No other visual anomalies besides those associated with manipulation of the device during the implant/explant procedures were identified. The device history record was reviewed for the suspect generator. No unresolved nonconformances were found, and the device met all quality control measures prior to distribution. The trim test tab date confirmed that the generator was manufactured with the use of laser routing. Therefore, the root cause of the premature battery depletion is manufacturing error, as internal investigation identified that the laser routing process provided current leakage paths resulting in premature depletion. No additional relevant information has been received to date. This MDR houses the report of laser routed generator on the patient's old generator. MFR ref #1644487-2022-00946 houses the report of high impedance on the patient's old lead.